Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic cutting knife was found to be blunt during the cataract surgery. The surgery was completed with alternative product. No patient impact was reported. This complaint was pertaining the thirty fifth of thirty-seven reports received from the initial reporter.

Manufacturer narrative:
Additional information provided in sections h.6 and h.11 a sample was not received at the manufacturing site for evaluation for the report of blunt knife; therefore, the condition of the product could not be verified. A lot number was identified, however the lot pak lot is an invalid lot number therefore, a device history record review, complaint history review, and non-conformance review was not conducted a sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.